Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was received for evaluation. The event history log review was performed, and it was noted that there was a system error 21514 (dso sensor failure). During evaluation, there were no issues noted. The unit was able to be powered on, loaded, and run successfully. The reported condition was verified in the event history log. The cause of the reported condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump (lvp), it was observed in the event history log that there was a system error 21514 (dso sensor failure). It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.